Event description:
It was reported by service report that the bed has a broken ground pin on the power cord. It is unknown if there was patient involvement or if there are adverse consequences to report.